Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of lead dislodgement was confirmed in the laboratory. During the analysis, the helix could not actuate the helix from pin.

Event description:
It was reported that during implant after several attempts the lead still dislodged. The lead was removed.